Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: during an intervention laparoscopy while using a green hemolok applier for locked clip, when placing the 3rd clip, the attachment system at the distal end of the applier disassembled with loss of a micro-screw and the applier remained locked in the angulated position. A search was done for the micro screw in the abdomen of the patient but it was not found. The applier was changed because it would not go through the trocar anymore due to the angulated position. Additional information: it is uncertain if the screw remains in the patient. It was not found. The patient's current condition was reported as nothing special for the moment; no incident on the patient there was just increased delay of intervention.

Manufacturer narrative:
(B)(4). Enclosed you will find the report for complaint (B)(4), 1 pcs, #544965t, handle lot p1500560, shaft and insert lot k4-02. After the investigation of the instrument, we came to the following result: the rivet on the jaw is sheared off. A part of the rivet is missing. The pull rod is bent and kinked. The shaft and the insert have been returned for repair the first time. This is the third time the handle has been returned for repair.

Event description:
It was reported that: during an intervention laparoscopy while using a green hemolok applier for locked clip, when placing the 3rd clip, the attachment system at the distal end of the applier disassembled with loss of a micro-screw and the applier remained locked in the angulated position. A search was done for the micro screw in the abdomen of the patient but it was not found. The applier was changed because it would not go through the trocar anymore due to the angulated position. Additional information: it is uncertain if the screw remains in the patient. It was not found. The patient's current condition was reported as nothing special for the moment; no incident on the patient there was just increased delay of intervention.